Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years, 8 months and 4 days post transfemoral tavr with a 29mm sapien 3 valve, the patient was admitted to the hospital for congestive heart failure and found to have severe stenosis of their edwards valve. It is suspected the deterioration of the valve is related to hemodialysis. The patient was able to be discharged home. The patient is still undergoing workup for a possible valve in valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. Available information suggests patient factors likely contributed to the event as noted in the complaint file. As noted, the patient has a medical history of atherosclerosis and hemodialysis. Patients with these conditions have a higher risk of developing stenosis and calcification over time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.